Event description:
A customer contacted beckman coulter, inc. (Bec) to report a wash buffer leak from a unicel dxi 800 access immunoassay system. No effect to patients or users was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse found the peristaltic pump tubing had been stretched during installation and replaced it. The fse primed the instrument several times to verify correct pump operation and no further leak. Bec identifier for this report is (B)(4).